Event description:
Oxygenator occluded by clot. ECMO specialist failed to recognize the occlusion. This report is being submitted as an fyi item so other users will be aware that exposure of patient and staff is a possible outcome of this type of event.